Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0m9wx, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported the patient had an MRI of the corotids in the patient's neck on the day of the call and could feel burning in their bladder during the MRI. There was still a little bit of burning in the patient's groin. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or cause provided regarding this event, so additional information was requested. If additional information is received a supplemental report will be sent.